Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if temporal relationship exists between ccpd therapy utilizing an unknown liberty select cycler and the serious adverse event(s) of death. The patient¿s past medical history and the etiology of the events are unknown; therefore, causality cannot be established. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Limited information precluded a more comprehensive investigation. Based on the information available, the patient¿s unknown liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
On 7/nov/2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired from ¿unknown reasons.¿ no additional information was provided during intake. Subsequent attempts to obtain additional information [e.g., discharge summary (if applicable), esrd death notification, autopsy report, treatment data (if applicable), death certificate] have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On 7/nov/2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired from ¿unknown reasons.¿ no additional information was provided during intake. Subsequent attempts to obtain additional information [e.g., discharge summary (if applicable), esrd death notification, autopsy report, treatment data (if applicable), death certificate] have thus far proven unsuccessful.